Event description:
It was reported that the atrial lead had dislodged. The lead was explanted on (B)(6) 2017 and the atrial port of the device was plugged. Patient was asymptomatic and was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.